Manufacturer narrative:
Event site telephone:(B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 1st november, 2023 getinge became aware of an issue with one of surgical lights - powerled. We received the initial allegation the sheared pin was found on the floor. Then, it was stated the suspension to ceiling collar and rear spring arm casing fallen off. The light has been taken off and refitted during a theatre refurb which is where the issues have arisen from. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Initial reporter was (B)(6). The correction of d1 brand name, d4 unique identifier (UDI) # and d4 catalog # and d4 version of model # and d4 serial # and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous d1 brand name: powerled. Corrected d1 brand name: powerled tm. Previous d4 version of model # ard568422010c. Corrected d4 version of model # ard568425010a. Previous d4 catalog # ard568422010c. Corrected d4 catalog # none. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Getinge became aware of an issue with one of surgical lights - powerled. We received the initial allegation the sheared pin was found on the floor. Then, it was stated the suspension to ceiling collar and rear spring arm casing fallen off. The light has been taken off and refitted during a theatre refurb, which is where the issues have arisen from. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. The device has been repaired by replacement of spring arm a2 fc3 15-21kg (B)(4) and returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance service. A root cause analysis was conducted by the subject matter expert. As stated, according to information obtained from the UK subsidiary: "the lights were dismantled and reinstalled in the same theatre (during the refurb). The issues with the collar has happened after the reinstallation. The damaged spring arm which had the sheared pin I do not know of this damage occurred during the reinstallation or after." Manufacturer recommends inspecting the spring arm and possibly replacing it. The probable root cause of these incidents is incorrect installation. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).